Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v104159, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4)

Event description:
The patient reported still having to use pads. She though thought she needed a boost. She was not feeling stimulation. No falls/trauma were related. She had open heart surgery. She thought she may have to boost her settings so she replaced the batteries in her remote but couldn't remember how to use it. The patient had not checked her device since 2012. She was then unable to get past the poor communication screen. Longevity was reviewed. The patient was directed to contact her healthcare provider (hcp) to have it checked and discuss a possible replacement due to age. The patient had experienced a return of symptoms and a possible infection was mentioned. The patient wasn't willing to further discuss this. This was noted to be a sudden change with no exact date provided. Fluid pills had been taken for the heart surgery. The date was unknown. She noticed she needed a boost in (B)(6)2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what actions were taken to address the reported issues and if they were resolved. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy and was going to the bathroom with no end. The patient went to see their hcp and they confirmed the battery was dead. They were going to do blood work and then the patient would get the implantable neurostimulator (ins) replaced. It was noted that the patient had a heart valve in, got a pacemaker and had atrial fibrillation.